Event description:
Asr revision. Asr xl - right. Reason(s) for revision: infection (tested and positive culture confirmed).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr xl - right.reason(s) for revision: infection (tested and positive culture confirmed).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the reason for revision was stated as infection. The investigation found that no product was returned. The primary surgery date was (B)(6) 2006 and the revision surgery date (B)(6) 2009. The implants were implanted for 3 years. Due to the length of implantation time it is not considered that the implants were responsible for the infection. A review of the DHR (device history record) for product numbers 999804956 and 999890149 lot numbers 2038153 and 2048719 found no anomalies. The irradiation certificates show the dose to be within allowable limits and no other anomalies were found. The complaint shall be closed as undetermined; no product problem identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.